Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that there were no anomalies to the stent delivery wire and introducer sheath. The returned stent was noted to be deformed. It is probable that the stent migration and deformation was caused as a result of the coil getting caught in the stent and the subsequent removal of the coil. Based on the investigation and the information available, a cause of operational context has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization procedure, difficulty was experienced advancing the coil into the aneurysm. The physician repeatedly attempted to advance the coil into the aneurysm. It was noted that the coil became caught in a stent strut. The physician was able to remove the coil by pulling with force. This caused the stent to migrate. There were no clinical consequences to the patient.

Event description:
It was reported that during a stent assisted coil embolization procedure, difficulty was experienced advancing the coil into the aneurysm. The physician repeatedly attempted to advance the coil into the aneurysm. It was noted that the coil became caught in a stent strut. The physician was able to remove the coil by pulling with force. This caused the stent to migrate. There were no clinical consequences to the patient.